Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s ipg will be replaced to accommodate the leads that will be added to cover a new pain area.